Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. A representative device was used to confirm reproducibility. The biopsy valve was not damaged even after 20 straight-line insertions and removals of the syringe. When inserting and removing the syringe at an angle, operation became difficult, and the biopsy valve was damaged after 5 cycles. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage to the biopsy valve. Inserting and removing the syringe or forceps at an angle may have placed stress on the biopsy valve, potentially causing its failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Event description:
It was reported that during a diagnostic ebus-gs (endobronchial ultrasonography using a guide sheath), a fragment of the single use biopsy valve was discovered inside the patient¿s lung after several injections of xylocaine. The fragment was retrieved with biopsy forceps, and the procedure was completed with a backup device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.